Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that the patient had the implantable neurostimulator explanted on (B)(6) 2018. It was removed because it ¿quit working¿ and he couldn¿t¿ feel stimulation anymore starting about 2 years prior to the report, estimated to be 2015. The patient was unable to provide additional details regarding how it quit working. There were no further complications reported or anticipated.